Event description:
Report received of a spinal needle break during a c-section procedure. The customer reports that the pt was in the operating room for a c-section "when the sprotte needle broke off." The pt was reported to be "doing fine." There was no report of any adverse pt effect. Multiple attempts to obtain additional information have been made, but no further info was received.